Event description:
The customer reported his blood glucose. There were no carbohydrate count or insulin dosages provided. He stated the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.